Event description:
It was reported that the programmer was returned for testing and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the touch screen had malfunctioned. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.